Event description:
It was reported that scale marking issues were found before use with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: "in this batch 4/13 pce sample there is printing ink around the syringes."

Manufacturer narrative:
H.6. Investigation summary: one photo and four 5ml syringes in blister packs from batch 9200385 (p/n 309649) were received and evaluated. Three of the packs were fully sealed and one was opened. It was observed on all four syringes there were ink contact smears with each syringe containing at least one ink spot larger than level 4 in size and were rejectable per product specification. Potential root cause for the ink smears defect is associated with the marking process. It is possible the barrels made contact shortly after being printed. No corrective actions are necessary based on the defective rate identified. Batch 9200385 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "in this batch 4/13 pce sample there is printing ink around the syringes."